Event description:
The patient was seen by her physician on (B)(6) 2010 and the pump was decreased. At follow-up on (B)(6) 2010 the patient was concerned about respiratory depression she was experiencing though the nurse at the time felt it was not due to the morphine sulfate delivered by the pump. No cause or resolution of the issue was noted in the patient's chart. The patient was again seen on (B)(6) 2010 and there was no mention of respiratory depression but the patient was having a problem with the catheter (details not provided). She was referred to a neurosurgeon and a catheter revision took place on (B)(6) 2010. It was unknown if the catheter would be returned to the manufacturer-the specifics of the revision were not provided. It was stated that the patient was again having catheter problems following revision and had an appointment scheduled for (B)(6) 2010. She was doing ok though complaining of pain. Further information is being requested at this time.

Manufacturer narrative:
(B)(4).